Event description:
The customer reported that the system displayed communication errors. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The service rep adjusted the voltage and ran tests. No further service info is available. The system was tested and found to be working as intended and put back in service.